Event description:
Patient was implanted with lcp proximal humerus plate and screws for an orif proximal humerus fracture on an unknown date. Patient returned to the operating room on (B)(6) 2012 for removal of hardware. The head of the humerus collapsed onto the superior locking screws. Surgeon removed all hardware and patient was not revised to any additional hardware. Patient's fracture healed and patient achieved union. It is unknown as to how many locking screws the head of the humerus collapsed onto. Operating room x-rays were not taken prior to the procedure. The screws were intact on the plate. Hospital is in possession of the removed hardware and hardware is unavailable for return. Hospital is in possession of the removed hardware, unavailable for return. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.